Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clips dropped from the jaw and did not fall into the patient. There was no consequence to the pt.